Manufacturer narrative:
Qn# (B)(4). No issues or discrepancies were found in the device history record of product code 833-137 / batch 74e2000730 that can be related to the failure mode reported. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Dart detached from capio suture and dart potentially broke as well.